Manufacturer narrative:
Citation: creamer, michael j., cloud, geoffrey, kossmehl, petre pk., yochelson, michael r., francisco, gerard e., et al. Intrathecal baclofen therapy versus conventional medical management for severe post-stroke spasticity: sisters, randomized controlled trial. Neuromodulation. 2018. Concomitant medical products: product ID: 8637, serial# unknown, product type: pump; product ID: neu_unknown_cath, serial# unknown, product type: catheter; product ID: 8637, serial# unknown, product type: pump; product ID: 8637, serial# unknown, product type: pump; product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was not possible to match this event with any previously reported event. Per FDA draft guidance july 9 2013 these events are reported on one MDR due to no patient identifier. Summary: the primary outcome of the study was the change in spastic hypertonia and muscle tone in the affected lower limb, as measured by the change in average as score in the lower extremity (le) of the affected body side from baseline to month 6 in patients that were treated with intrathecal lioresal (itb) versus oral medication (conventional medical management: cmm). Secondary outcomes included an assessment of safety and an assessment of muscle tone in the upper extremity (ue) of the affected side and function assessed by the functional independence measure (fim). Reported events: one report of device dislocation in one patient. One report of device occlusion in one patient. One report of implant site infection in one patient. One report of intracranial hypotension in one patient. Hemiparesis in two patients.